Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer¿s reported issue. The unit was powered on while docked onto a known good ptdc with a known good test lung and a known good circuit connected. The unit powered on and boot up with no issues. The unit passed 94.9 hours of extended bench testing at the customer¿s setting. The unit also passed the initial final test and the initial alarm volume test with no abnormalities.

Event description:
It was reported by the customer that during morning check, the unit alarmed "patient circuit" and stopped delivering breaths. The unit was rotated and it gave additional breaths. The unit was not on a patient at the time of this event, it was on a test lung, so there was no patient involvement.